Event description:
On april 15th, 2025, fujifilm healthcare americas corporation was informed by fujifilm medwork gmbh of the reportable event involving val1-f1-100 from the manufacturer. During an FDA-inspection on (B)(6) 2025, it was found that complaint involving the val1-f1-100 was not evaluated for reportability to the FDA. Therefore, val1-f1-100 complaint received prior to the inspection were evaluated for FDA MDR. Fujifilm medwork gmbh received this complaint on (B)(6) 2025, determined it to be reportable (MDR 3020707080-2025-00002 submitted on april 16th, 2025). During a colonoscopy therapy, using a pentax endoscope and fujifilm val1-f1-100 valve, the membrase has not opened during the introduction of a syringe, and the introduction of the endoscopy is sometimes really difficult. It created a situation of potential spattering since it demands to open the cork of the valve. No patient injury reported.

Manufacturer narrative:
Ref comp #(B)(4). Ref medwatch report #3020707080-2025-00002. Ref ffmw comp #(B)(4).